Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from apatient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 4 mg/ml dilaudid (hydromorphone) at 0.2698 mg/24 hours with 0.8677mg max 24 hour dose when using the personal therapy manager (ptm). Medical history included chronic back pain and smoker. It was reported that the patient had soreness and was tender to the touch at her pump pocket site, which started in (B)(6) of 2019. Pocket site appears within normal limits, no redness, warmth, or swelling. Pocket site is above the belt line, no rubbing noted. She has experienced no withdrawal symptoms, only increased pain when the pocket site is being touched. The patient reports no recent injuries to the site or falls. The patient had a pump/catheter dye study yesterday ((B)(6) 2019) and the study found that the catheter was patent with no evidence of leaks and the catheter tip was found at its original implant level (t10). The anchor was also visualized with no evidence of catheter kinks. There were no leaks or fluid pockets noted at or around the pump connector site. The patient stated that she had an ultrasound of the pocket site on (B)(6) 2019 and has not received the official results yet, no abnormalities were mentioned to the patient at the time of the ultrasound. The provider increased her 24 hour dose. The 24 hour dose was increased 0.3 mg, increasing the max 24 hour dose to 0.8978 mg. The patient will follow up in april for a pump refill, no additional inf ormation available at this time. No surgical intervention occurred, and none was planned. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient was going to be seeing her health care professional (hcp) on (B)(6) 2019 to "do a test on her pump" to troubleshoot a problem with the pump. She didn't know what they were going to do, but she stated the pump site was painful in her back. She confirmed her hcp had been notified of the pain. No further complications were reported.